Manufacturer narrative:
One unknown zimmer implant and screw were returned for investigation (images 1 & 2). Visual evaluation of the as returned products identified a fractured implant and screw ¿ the implant was fractured around the collar and the screw had the head fractured off. Additionally, there was bone residue around the external threads (which were damaged) due to usage. There were no allegations against the fractured screw ¿ customer couldn¿t verify/confirm the event. Therefore, the investigation was centered only around the reported implant and events. Functional testing could not be performed since the implant was fractured. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth #14 (universal) for an unknown period of time. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR, sterilization record, and complaint history review could not be performed since the lot/item number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the available information, device malfunction did occur and the reported fracture event was confirmed. However, bone loss and infection could not be verified as the exact details of event and patient anatomical conditions were non-verifiable. The following sections have been updated:

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Brand name unknown / not provided . Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that unknown zd implant failed due to fracture found on exam patient had pain and implant was removed, graft was placed. Tooth location # 14. Symptoms: pain, infection, bone loss and inflammation.